Manufacturer narrative:
Return material authorization has been issued for the return of this device for investigation; return not yet received. Investigation to be completed when the device is returned. Should additional information become available a supplemental record will be filed.

Event description:
The caller stated the right side of the commode has cracked.

Manufacturer narrative:
The commode seat with lid was returned for evaluation, and subsequent testing verified the complaint. The evaluation report confirmed that the seat was cracked. The commode seat with lid returned exhibited a roughly six inch long crack near the front right corner of the lid portion, and a roughly nine inch long crack running from front-to-back along the right side of the seat portion. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The caller stated the right side of the commode has cracked.